Manufacturer narrative:
(B)(4). Fixture remains in situ.

Event description:
Per the clinic, the patient experienced ongoing infections around the abutment. The abutment has been removed (specific date not reported). No additional information has been reported as per the date of this report, november 3, 2014.